Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing and low amplitudes, leading into inappropriate shocks. The noise was reproducible with arms movements. An x ray was performed, and the position of the system was as expected. The boston scientific technical services (ts) and the field representative discussed the consideration for re screening and ruled out anterior device position. It was decided for the s-ICD to remain off through the night. The field representative will discuss with physician next steps. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 codes added. F23 and f2203.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing and low amplitudes, leading into inappropriate shocks. The noise was reproducible with arms movements. An x ray was performed, and the position of the system was as expected. The boston scientific technical services (ts) and the field representative discussed the consideration for re screening and ruled out anterior device position. It was decided for the s-ICD to remain off through the night. The field representative will discuss with physician next steps. This device remains in service. No adverse patient effects were reported.